Manufacturer narrative:
Insulin pump alarmed prim during prime test due to protruded and loose drive support disk. No button error alarm. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The customer's blood glucose was 339 mg/dl. The customer stated that they had been having high blood glucose for a few days and believes it may be caused during their sleep. The discontinuation of the device was advised. Nothing further was reported.